Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the ipg was explanted and replaced on (B)(6) 2019. Overstimulation has resolved.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing a shocking sensation. The patient reported a shocking sensation when the ipg battery is low and stimulation is turned off. Due to this issue, the patient may undergo surgical intervention.